Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited high capture thresholds. On (B)(6) 2016 during lead revision an insulation anomaly due to ligature was noted on the lead near the suture sleeve. The lead was explanted and replaced successfully. The patient's condition was good.